Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported patient wanted to know how to arrange for a representative to be at an appointment, patient thought she need an adjustment. Patient stated there was a problem and it had been off and on. Patient said she recently just turned it off on monday. No further complication and no symptoms were reported.